Event description:
The customer reported that the system intermittently failed to display the live image. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The image processor pcb and generator pcb were evaluated and replaced. The system was tested and found to be working as intended and returned to service.